Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that last two sensors were cut off short and it gave change sensor. She stated both times sensor was updating and both times sugars were high in 300mg/dl range. Troubleshooting was performed for sensor updating, change sensor and high blood glucose. Patient's blood glucose at time of incident was 400mg/dl. Patient's current blood glucose was unknown. The customer treated it with bolus correction. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.